Event description:
This report is being filed due to mitral stenosis and heart failure. Crd_947 - repair mr ide study patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with degenerative mitral regurgitation (mr) with posterior leaflet 2 (p2) flail. Two mitraclips were successfully delivered and deployed, reducing the mr to grade 1+. Starting in (B)(6) 2023, the patient was placed on oxygen. Specifics were not available for this (B)(6) incident. On (B)(6) 2024, the patient arrived for their one-year follow-up with shortness of breath along and hypoxia (blood oxygen below 80%). Per imaging, an eccentric jet with moderate mr and mild-moderate mitral stenosis were noted. Worsening congestive heart failure was diagnosed. The event did not require additional/unplanned hospitalization, and no treatment was provided.

Manufacturer narrative:
B3 and d10: estimated. The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr) and mitral stenosis. The reported heart failure, dyspnea, and hypoxia appear to be cascading effects. Mitral stenosis, dyspnea, heart failure, mr, and hypoxia are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mr and mitral stenosis. The reported heart failure appears to be a cascading effect. Death appears to be related to patient conditions. Mitral stenosis, death, heart failure, and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient was hospitalized and a percutaneous ablation was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
(B)(6) - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with degenerative mitral regurgitation (mr) with posterior leaflet 2 (p2) flail. Two mitraclips (cds0706-xtw 30116a1048, 30220r1082) were successfully delivered and deployed, reducing the mr to grade 1+. Starting in (B)(6) of 2023, the patient was placed on oxygen. Specifics were not available for this (B)(6) incident. On (B)(6) 2024, the patient arrived for their one-year follow-up with shortness of breath along and hypoxia (blood oxygen below 80%). Per imaging, an eccentric jet with moderate mr and mild-moderate mitral stenosis were noted. Worsening congestive heart failure was diagnosed. The event did not require additional/unplanned hospitalization, and no treatment was provided. The events up to (B)(6) of 2024 had been deemed possibly device related. Subsequent to the previous reports, the additional information was received, later discovered as unrelated to the device. The additional clip intervention will remain captured against the device due to the previously captured/reported stenosis and recurrent regurgitation: on (B)(6) 2025, the patient was admitted to the hospital with dyspnea, diagnosed with chronic obstructive pulmonary disease (copd) exacerbation. Worsening acute on chronic congestive heart failure was noted. Medications and oxygen were provided as treatment. Atrial flutter and av block were observed on the electrocardiogram (ECG). On (B)(6) 2025, severe aortic stenosis, moderate mitral stenosis, moderate mitral regurgitation, severe tricuspid regurgitation, and severe pulmonary hypertension were noted. The patient had been discharged from the hospital. On (B)(6) 2025, the patient was admitted to the hospital for a total aortic valve replacement. A non-abbott device was placed. Atrial flutter had been noted. On (B)(6) 2025, the echocardiogram showed an ejection fraction of 60%, mild mr, moderate tr and the patient was discharged from the hospital. On (B)(6) 2025, the patient was admitted to the hospital with shortness of breath, chronic obstructive pulmonary disease (copd), congestive heart failure, pulmonary congestion, pulmonary hypertension, acute kidney injury with chronic kidney disease, hospital acquired pneumonia, mild-moderate mr and severe tr. On (B)(6) 2025, severe mr was noted. On (B)(6) 2025, atrial flutter was treated with cardioversion. On (B)(6) 2025, the patient was admitted for another mitraclip procedure. Per physician, the recurrent mr, treated with a second procedure was unrelated to the index procedure clips. There was no device malfunction. Another mitraclip (xt) was placed lateral the previously implanted clip, reducing the mr to mild-moderate. Following, the patient had gone into acute hemorrhagic shock, chronic respiratory failure with hypoxia, emphysema and fibrosis. Red blood cells and vapotherm were provided as treatment. On (B)(6) 2025, the patient had become septic with severe sepsis diagnosed. IV antibiotics provided. Following, pneumonia of the left lower lobe as diagnosed due to the infectious organism. On (B)(6) 2025, atrial fibrillation was noted. On (B)(6) 2025 atrial flutter was noted. Following days atrial flutter with rapid ventricular response and a percutaneous ablation was performed on (B)(6) 2025. On (B)(6) 2025 a bidirectional interatrial shunt was noted and on (B)(6) 2025, a successful asd closure was performed with an occluder device implanted. Per physician, the shunt was unrelated to the steerable guide catheter and unrelated to the mitraclip. The sgc is being conservatively captured against the asd and treatment of. Ablation for atrial fibrillation was also performed. On (B)(6) 2025, the patient passed away. Reportedly, the primary adverse event that led to the patient¿s death was progressive lung disease/codp. Per physician, the death was unrelated to any mitraclip/sgc device. Per physician, the events starting in 2025 were unrelated to the mitraclip devices. There was no malfunction.